Event description:
Significant foul vaginal odor necessitates wearing pads all of the time. Copious brown fluid with foul odor. Pt very distressed about the situation. Interferes with sexual activity.